Event description:
It was reported the patient had a sling put in 3 years ago. The patient was still incontinent and experienced constipation following the implant surgery. No further patient complications were reported in relation to this event.